Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 8.2-8.4cm from the is1 connector pin, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 7.8-8.3cm, 12.2-13.1cm, 16.3-16.9cm, and 18.3-19.2cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasions were noted at 17.1-17.8cm from the is1 connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
This report is to advice of an event observed during analysis.